Event description:
Customer reported she has emergency medical assistance due to experiencing low blood glucose because of continuous issues with the sensor not alerting her. No additional details were obtained as the customer got disconnected; a callback has been scheduled. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.